Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 149 mg/dl. The customer stated that the insulin pump was also alarming failed battery test. No other significant events leading to the alarm were observed. The customer stated that the device would not turn on properly, and when it did, the battery failure alarm showed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The device passed displacement test, operating currents, self test, and off no power test. No failed battery alarm and no blank display were noted. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot.